Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas e411 rack analyzer. The initial result was <1 miu/ml with a data flag. The repeat results were 4725 miu/ml with a data flag and 4652 miu/ml with a data flag.

Manufacturer narrative:
The reagent lot number was 821080. The expiration date was not provided. The field service engineer found that the paddle mixer was bent with a big gap when rotating. A new paddle mixer was installed, and calibration and qc passed. The investigation determined that the service actions resolved the issue.